Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (service code 104: sd card fault) was confirmed. The monitor failed detect and treat testing. During the investigation corrosion was discovered on the j101 component and sd card receptacle, causing the service code. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was displaying a service code 104: sd card fault.